Manufacturer narrative:
Insulin pump received no button response due to flattened act button dome switch. Insulin pump also received with unlocked lcd keypad connector during visual inspection. No button error alarm during testing. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error and could not be cleared. Customer removed the battery for 30 minutes and the alarm returned. Blood glucose value is 140 mg/dl. Nothing further reported.